Event description:
It was reported by medwatch that left brachial midline placed. IV consulted to assess unable to flush midline. Noted small kink at hub, line positional, however redressed and was able to flush and obtain blood return. IV consulted to insert line as midline was removed due to not being able to flush. Cn, reports, day nurse removed line noting multiple kinks in line. This line was only 3 days old and kinked. Line removed and a peripheral IV was inserted. No patient harm reported. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.